Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that there was no pbd issue with this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.